Event description:
The patient was undergoing a coil embolization procedure in the bifurcated part of the superior gluteal artery and inferior gluteal artery, and the right internal iliac artery using penumbra coil 400 (pc400) coils. While attempting to advance the fourth pc400 coil into a px slim delivery microcatheter, the pc400 coil would not advance from the introducer sheath. The physician cut the introducer sheath, yet the pc400 coil still would not advance and was not used. The physician attempted to use a new pc400 coil; however, it would not advance through the slim microcatheter. The pc400 coil was removed and resheathed and the physician attempted to advance it again. Upon insertion, the pc400 coil would not advance from the introducer sheath and was not used. The procedure continued using five more pc400 coils and the same slim microcatheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the second pc400 coil pet lock was intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 5.0, 28.0, and 149.0 cm from the proximal end; the coil was intact with the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicated that two pc400 coils would not advance though the px slim. New coils and the same px slim were used to successfully complete the procedure. Evaluation of the returned devices revealed that both pusher assemblies were kinked and the first pc400 coil introducer sheath was ovalized. This type of damage typically occurs due to improper handling during use. If force is used at an angle while manipulating the device, it is likely that damage such as this may occur. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00384.